Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of laxity in right knee that had triathlon ps system implanted. Revision scheduled. Ps insert removed and ts insert implanted. No other information attainable due to hospital confidentiality policy.